Event description:
Medical affairs spoke to the pt in 2005 and obtained the following info. The pt contacted lifescan in 2005 alleging that the meter was set to the incorrect unit of measurement. The meter is not an out of box meter and had the meter for "over a year." The pt mentioned that she tested blood glucose in the morning and noticed a decimal point on the meter. They do not recall the reading and took their set amount of oral medication. The pt did not recall the name of their oral medication. The pt contacted a physician for advice and was advised to come into the office. The pt mentioned that they did test their blood glucose prior to visiting the physician and only visited the physician later that evening. When they went to the physician's office their blood glucose was in the 400's and advised to cut back on sweets. They were not treated in the physician's office. There is no evidence of a serious injury, since the pt did not retest blood glucose prior to visiting the physician. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does recall going into the meter settings.